Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during a regular check the ceramic insulation at the distal end of the resection sheath was found to be loose. Since the failure was detected during maintenance, no procedure/patient was involved.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh) in china (returned to osh on 2022-12-05). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath was loose. The cause of this damage is most likely attributable to an unauthorized third-party repair with an unknown adhesive. Therefore, this event/incident was attributed to user error since the user did not follow the instructions. In addition, the evaluation/investigation found the instrument identifier/laser marking to be worn which is most likely attributable to wear and tear. However, since december 2019, a different laser marking method has been used, which prevents newer devices from wear of the instrument identifier. A manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.